Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a low anterior resection procedure. For one device, the surgeon tried to fire. However, the knife was stiff and could not be advanced. For the second device, during the firing, the cartridge was disengaged from the cartridge fork. The cartridge and the anvil were departed. The staples were retrieved from the patient. The procedure was completed with another device. The surgical time was extended by less than thirty minutes. There was no patient harm. The status of the patient is no problem.